Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the sheath's tip was folded on itself. The dilator was not damaged. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Inspection of the returned sheath confirmed the abnormal shape of the distal tip, that was mentioned in the complaint summary. Based on this analysis, the distal tip of the shaft was asymmetric but still conformed to the design specifications, and the steerability of the sheath was still functional. Therefore, the cause of this allegation was not confirmed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the sheath's tip was folded on itself. The dilator was not damaged. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.